Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable ca2 calcium gen.2 results for approximately 10 patient samples on the cobas 6000 c (501) module. Of the data provided there was an erroneous result for one patient sample. The initial result was 5.9 mg/dl and the repeat result was 8.3 mg/dl. It was not known which result was deemed to be correct. No erroneous results were reported outside of the laboratory. There was no adverse event. The reagent lot number was 27798601 with an expiration date of 30-nov-2018. The customer tried a new reagent pack, but the calibrations failed. The customer was not having issues with other tests. The field service engineer (fse) suspected the cause was fluidics. The fse vacuumed the analyzer, cleaned and lubricated the mechanisms, and cleaned the detergent valve assembly. The fse replaced the vacuum diaphragms, detergent valve tubing, and rinse mechanism tubing. The fse checked the internal and external wash and adjusted the external probe washes. The fse adjusted the reagent probes, checked rinse levels, and checked rinse mechanism nozzle. The fse performed a mechanism and instrument check that was acceptable. The customer ran calibration and qc that was acceptable.

Manufacturer narrative:
The investigation determined the issue indicates possible dilution effects from remaining cell rinse water dropping from the rinse nozzles. The service activities performed by the fse covered the possible cause of the event. The customer has had no further issues since the service visit.